Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had delivered anti-tachycardia pacing (atp) and the paced complexes appeared flat. Electrogram (egm) review was requested. Upon review, the flat paced complexes were gained down due to the presence of larger amplitude right ventricular sensed (rvs) events. Atp was delivered because the rhythm detected in the ventricular tachycardia (vt) zone. The rhythm broke intermittently, but still fulfilled the duration requirements before meeting any end of episode criteria. The atp had a few beats of non-capture because the rate was slow and the rhythm broke before atp delivery. Technical services (ts) discussed troubleshooting options and programming considerations. This crt-d remains in service. No adverse patient effects were reported.